Event description:
Customer reported the images are dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and fluoro functions board. System operates as intended.